Event description:
Reporter alleged the customer obtained a discrepant blood glucose value of 90 mg/dl back to back with a result of 28 mg/dl when testing was performed within 10 minutes on the advantage sys. Reporter stated that at a different time another comparative test of 35 mg/dl was performed back to back with a result of 127 mg/dl within 10 minutes on the same sys. Reporter stated that at a different time still another comparative test of 81 mg/dl was performed back to back with a result of 44 mg/dl within 10 minutes on the same sys. Reporter stated that he self-treated with orange juice after each comparison was obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.